Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an everflex entrust self-expanding stent to treat a 150+mm severely calcified mid-distal sfa lesion. The lesion was described as 90-99% stenotic. The artery was moderately tortuous, and the diameter was 5-6mm. The patient had severe calcification of the right sfa with multiple severely tight lesions. The patient had a very tight iliac bifurcation. The everflex entrust was prepped as per the IFU with no issues identified. The procedure used a 7fr 45cm non-medtronic sheath and a non-medtronic 0.014¿ 300cm guidewire. The lesion was pre-dilated using 3.0x150mm, 4.0x150mm and 5.0x150mm balloons. Some resistance was encountered advancing the everflex entrust to the target. The device did not pass through a previously deployed stent and no excessive force was used. Once the desired location was achieved, the red safety tab was pulled. An attempt was made to deploy the stent. The deployment wheel continued to spin without the deployment of the stent. The stent was removed but became stuck on the spider wire. All was removed together without any damage. The undeployed stent and spider wire were removed as a unit as the stent was lodged on the wire. It was reported that the physician was unable to remove the deployed stent off the wire. The vessel was pre-dilated again with a 5.0x150mm balloon. Another everflex stent was partially deployed in the lesion and the procedure was completed using pta. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: two everflex entrust devices, one spider fx & one non-medtronic 0.014" guidewire were returned for analysis. No other ancillary devices were included. The everflex entrust associated with this event was inspected. The device was loaded on a spider fx. It was noted that the red safety tab was not inserted in the handle assembly and was not included with the returned contents. Approximately 12cm of the distal end of the capture wire/filter assembly was exposed outside the distal end of the everflex entrust catheter. It was observed approximately 0.5cm of the stent was exposed outside of the distal end of the catheter. Approximately 160cm of the capture wire was exposed at the proximal clear luer of the handle assembly. Bending to the coiled tip and a bend approximately 2cm proximal to the clear luer of the everflex entrust was observed. It was noted the diameter of the capture wire was 0.014". Product labelling recommends the use of a 0.035¿ guidewire. The exposed stent was inspected and no damage was found. The distal tantalum spheres of the stent were intact, no sign of a fracture was observed. The handle assembly was inspected and the inner of the catheter was observed to be protruding from the area where the red safety tab is placed. Attempts were made to rotate the thumb-wheel but, resistance was experienced. The wheel was unable to be rotated. Attempts were made to pull the capture wire and advance within the everflex entrust device, however resistance was experienced. The handle assembly was cracked opened. The inner was inspected and the catheter was noted to be bent back in the opposite direction. It was observed the inner showed signs of buckling at the area of the bends within the handle assembly. The pull cable remained intact. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.